Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father of a customer reported via phone call of blood glucose of 300 mg/dl. Customer also indicated that the high pressure test failed. Customer was advised to change the infusion set more often. The customer was also advised that the device would be replaced and agreed to return the product for analysis.